Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and the suture was used. During surgery, the suture broke when sewing the skin. A like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/26/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot pj4bk, and no non-conformances were identified. Additional h3 investigation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.